Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, device interrogation revealed high capture thresholds. Hospital personnel suspected that the patient had a minor myocardial infarction where the lead was positioned. Further information received notes that the leads dislodged due to twiddler's syndrome. The lead was successfully repositioned 2009.